Event description:
The patient had contacted lifescan and reported that their one touch ultra meter had missing segments on the display. During troubleshooting, it was verified that this was not a new product. The patient did not experience any symptoms at the time of concern.they could not read the results on the meter and also could not recall the last date and time they had tested on their meter. She had contacted their doctor due to this issue and was tested on the doctor's meter. The patient was not sure what the result on the doctor's meter was. This case is reported as a meter malfunction since the missing segment issue was not resolved. A replacement meter was sent to the patient.